Manufacturer narrative:
Device is a combination product. A synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. The device was returned in 2 pieces and with no stent returned. No stent was present on the device. According to the event description, the stent was successfully deployed. The balloon showed signs of positive pressure applied, consistent with the stent having been deployed. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break located 119cm distal to the distal strain relief at the port exit site. The shaft polymer extrusion shows signs of twisting and stretching immediately proximal to the break site. This twisting, stretching and shaft break are all consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A kissing balloon technique was performed and a 3.00x16mm synergy ii drug-eluting stent was deployed for treatment. However, upon removal, the shaft broke in the body at the monorail junction. The break occurred 33cm from the hub.the device was completely pulled out and removed, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A kissing balloon technique was performed and a 3.00x16mm synergy ii drug-eluting stent was deployed for treatment. However, upon removal, the shaft broke in the body at the monorail junction. The break occurred 33cm from the hub. The device was completely pulled out and removed, and the procedure was completed. No patient complications were reported.